Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the 840 ventilator had an inoperable graphic user interface (gui). There was no pt involvement. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the gui central processing unit (cpu) printed circuit board (pcb), backlight inverter pcbs and upgraded the software to the current revision. The unit passed extended self-testing.